Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-708a-(B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the distal tip of glass cap and metal cap are detached and not returned; the outer flow tubing open end exhibits minor scratch marks, signs of slight melting, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the side-firing fiber had ¿tip of fiber had broken off¿ @ 20 joules and 1 minute of use. The fiber was not cleaned during the procedure. The procedure was completed with a second fiber. Patient outcome: ¿ok¿.